Event description:
It was reported that the cassette was filled by the customer and he stated that all air was removed. Then they started the therapy and after a few hours the pump detected air (alarm worked perfectly) and 30ml air bubble was in the cassette balloon. The balloon hat no leak (it was tested by the customer with syringe).

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device has not been returned to date. E1 phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was returned for evaluation. Two photos were provided which were used to conduct the device analysis. On review of the photos, no damage or defects were observed. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.